Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not staple. The surgeon applied suture to complete the procedure. The hosp has reported no pt injury occurred.